Manufacturer narrative:
Other, other text: d4: UDI updated -(B)(4) . H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found that the tamper seals have been removed, there was a damaged front panel and rfv, the demand valve was missing a retaining screw, and the input manifold is loose on the bottom chassis. During the functional testing, it was confirmed that there was no electronic power. The cause of the issue is that the positive and negative tabs in the battery compartment have been pushed in flat. The positive and negative tabs were then pulled out into their original position. The rfv was replaced, all retaining screws were tightened, MRI battery was installed, sintered filter was replaced, o rings were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
Date of event is unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device would not turn on. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Event description:
Additional information: no patient was involved during the event. Happened during testing.